Manufacturer narrative:
No product was returned; one photo was sent for evaluation. The reported complaint could not be confirmed. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Manufacturer narrative:
Other text: g3: united kingdom. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during an epidural, a leak occurred. Per reporter the administration set had sheared off and the leur lock adaptor was connected to the epidural line, but the administration set had disconnected causing the leak. No adverse effects were reported, although reporter indicated a near incident involving patient safety.